Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod for longer than 48 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended. As treatment, the patient gave a manual shot of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received in the deployed position. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute in the reported needle mechanism failure. The environment seal and bottom housing were inspected and no damages, deficiencies, or evidence of the needle deploying into them were found. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. The device ran for 3288 pulses and delivered several boluses. No problem was found.